Manufacturer narrative:
Initial.

Event description:
It was reported that a patient contacted support with concern that the infusion set or site might not be delivering insulin properly after a recent site change, expressing worry and reporting a migraine, while device data showed glucose largely within target, no sustained severe hyperglycemia, no occlusion alerts, and no meal announcement corresponding to a stated pre-bolus. Symptoms included headache. Outcomes included no injury, no hospitalization, and no medical or surgical intervention. Investigation included review of device-reported glucose trends, alarms, and user-reported history. Investigation of this case revealed no evidence of pump occlusion or delivery malfunction and no device alarms, with the event likely associated with a missed meal announcement and user perception of site failure without corroborating hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error related to meal announcement rather than a device malfunction.